Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 491 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (abdomen), the patient noted that the pink slide had not moved forward and the cannula was not visible, indicating the cannula did not deploy at pod activation. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received with the soft cannula not deployed, though the needle mechanism was observed to have fired. Inspection of the needle mechanism found the slide insert to not be held by the catch beam after deployment which resulted in the soft cannula retracting. Inspection of the catch beam found to be not seated in the correct position, preventing it from extending beyond the edge of the mechanism rail. This incorrect installation resulted in the catch beam not catching the slide insert after deployment, preventing the soft cannula and needle mechanism from deploying as intended.